Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient refused his cane, kicked a laundry basket and fell resulting in tearing open all incisions. Soft tissue also occurred inside the knee and a different liner was needed as the surgeon tried to repair torn mcl. No loosening reported. No delay to surgery. Doi: (B)(6) 2021. Dor: (B)(6) 2021; left knee.